Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during a routine follow-up, high capture threshold was observed. The lead was explanted and replaced without incident. The patient is doing well.